Event description:
It was reported that the device did not have voice prompts and that all the service icons were displayed. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.